Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had loose fibers on the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. Additionally, the instrument was found to have a broken grip at the grip base. A piece approximately 0.033" x 0.080" was found to be broken off. The broken piece was not returned. The complaint regarding loose fibers was confirmed by failure analysis.